Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were diagnosed with peritonitis. In additional follow-up with the patient¿s pd nurse, it was reported that on (B)(6) 2026 the patient was hospitalized with symptoms of vomiting and abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which had growth of candida psilosis. The patient was treated with intravenous antibiotic therapy utilizing vancomycin, ceftazidime, rocephin and fluconazole (dosing not provided) for peritonitis. Furthermore, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2026, the patient was discharged from the hospital and continues hemodialysis on an outpatient basis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or other issues with fresenius products in relation to the peritonitis event. The nurse stated that the patient has a concomitant wound infection of the knee (post knee replacement) with the same organism (candida psilosis). The nurse indicated that it is suspected that the peritonitis infection is associated with migration of the bacteria from the knee.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is currently no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient had a concomitant knee infection with the same bacteria (candida psilosis) found in the pd effluent. Therefore, based on the reported information, it is likely that the peritonitis infection is associated with migration of candida psilosis from the patient¿s knee infection.